Event description:
Previous iab cath failure. Replacement iab flushed, prepped and advanced under fluoro. Filled with helium as per normal routine. Initial function excellent. Balloons with full inflation observed under fluoro. Wave form deteriorated and distal 1/3 lost inflation less than 15 min (by fluoro) after insertion. All connections verified. No blood in tubing. New pump console brought in but identical waveform. Decision by m.d. To discontinue iabp as patient stable.